Manufacturer narrative:
During pre-repair assessment performed by a technician, functional testing was performed and revealed the attachment became hot and the ball bearings were defective. This was attributed to normal wear. The ball bearings were replaced. The device was repaired and returned to the customer on (B)(6) 2013.

Event description:
Device was returned for unknown reason. During service, the technician found that the attachment became hot and that the ball bearings were defective. This is report 1 of 1 for complaint #(B)(4).